Event description:
On june 30, 2010, user facility medwatch (B)(4) was received with the following event description. "Event desc: permanent cautery spatula was inserted through a trocar sleeve in the normal fashion, into chest cavity during robotic assisted coronary artery bypass graft surgery. When the device was retracted back into the camera view, it was noted that the tip of the cautery spatula was broken off the device. X-ray was taken, then c-arm was brought into the room. The device was detected on both types of x-ray. Operation resumed as planned and the piece was retracted and saved. The total timing of added search was 80 minutes. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed the instrument's spatula had broken off at the distal clevis tip. There are no signs of charing or arcing. The spatula metal rod broke off at the middle circular hole cut out.